Event description:
It was reported to nuvectra that during permanent implant, the physician experienced a lot of scar tissues and challenges in the epidural space. The lead tip fractured and a portion of the lead remained in the patient's epidural space. A different lead was used and the patient is doing well. There are no plans to remove the remaining lead portion.